Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to customer's blood glucose level. Customer declined tandem technical support to follow-up regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.